Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer was assisted with programming the pump and bolus wizard. The customer was advised that the correction bolus is the sensitivity. The customer was advised to calculate the numbers to find out how much insulin is on a bolus. The customer was advised to use syringes to treat.